Event description:
Acct. Reports "separation of tubing from catheter hub during connection to infant." Occurred when the "clip was being applied to occlude the tubing with minimal pressure." No pt or medical intervention reported.